Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube was used during a procedure (date is unknown). According to the complainant, the patient accidentally removed the device while rising from a chair. The device was not replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube was used during a procedure (date is unknown). According to the complainant, the patient accidentally removed the device while rising from a chair. The device was not replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of accidental peg removal. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.